Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified proximal left circumflex (lcx). The 2.50x15mm apex monorail balloon catheter had been inflated "about three times" when it ruptured at 12atms. The device was successfully removed from the pt and the procedure was completed with another device. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.